Event description:
It was reported that the procedure was a carotid angioplasty procedure. An unspecified guiding catheter, a non-abbott 8 french filter and a non-abbott guide wire were inserted. The trek 3.5 x 20 mm balloon was prepared according to the instructions for use and advanced to the lesion site. The balloon was inflated to 8 atmospheres (atm), deflated and removed. After removal, it was noticed that the balloon had separated from the catheter and the separated portion had migrated to the c3 intracranial segment. As attempts to retrieve the balloon were not successful, the patient experienced a stroke and was hospitalized. No additional information was provided.

Event description:
Subsequent to the initial report filing, additional information was received stating that no resistance was noted during advancement of the balloon to the lesion. However, after deflation of the balloon, resistance was encountered during retraction, due to the calcified vessel. The patient is reported to have been discharged from hospitalization. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: asahi rinato 0.014, embolic protection: moma 8f filter. (B)(4). Incorrect anatomy. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. A conclusive cause for the reported cerebral accident and the relationship to the device, if any, cannot be determined. There is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It should be noted that the trek rx instructions for use (IFU) states that the indication for use of the device is for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction, and balloon dilatation of a stent after implantation. The IFU deviation does not appear to have caused or contributed to the reported difficulties.